Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open phase and cutting or stapling of bowel on a laparoscopic colon resection, the staples did not deploy. It was stated that the there was no staple line formation and just had a cutting effect. A new reload was taken and another cutting was done. The event resulted to surgical extension to 30 minutes or more since they had to suture by hand.